Manufacturer narrative:
A necessary correction was identified. Corrected information provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. The lens was returned in three pieces and covered in dried solution. A scratch is observed on the optic on one of the pieces. A crack is observed on a piece of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a crack was found in the center of an intraocular lens (iol) after implanting. It was found on the diffractive structure. The assistant doctor reported that he/she felt that the filamentous streaks were attached to the iol during the iol setting. The surgery was completed after the iol was explanted and new one was implanted. Postoperative visual acuity has not been confirmed. Additional information was requested.